Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. The instrument passed the electrical continuity test. No damage to the conductor wire was observed. The fenestrated bipolar forceps was also found to have cracked input shafts at the proximal end. Hairline cracks were found on both the grip and pitch input shaft. The thermal damage issue was found by failure analysis, which indicates that the device may have contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps had an unknown issue. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.